Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The pink coil cap was not loose or separated from the housing. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during the unspecified date of (B)(6) 2021. Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling. The event was further described as "the balloon snapped inside where the pink ring at the top of the device came loose and the contents walked out on laminar air-flow cabinet". The device had been filled with fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.